Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that the brush head had a little bit of free play in the head (being able to move it side to side), and the brush head fell apart in his/her mouth. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer reported via e-mail that the brush head had a little bit of free play in the head (being able to move it side to side), and the brush head fell apart in his/her mouth. No injury was reported.